Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). During troubleshooting, the ccc specialist instructed the operator to run quality controls (qc) from the well set that had produced the vancomycin results on that instrument. The qc was within range. In addition, the sample had resulted as expected upon repeat testing on the same instrument and there were no other discordant results. The cause of the discordant vancomycin result on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant, falsely low vancomycin result was obtained on dimension vista 1500 instrument. The discordant result was reported to the physician(s) and was questioned by the pharmacy. The sample was repeated on the same instrument and an alternate instrument, resulting higher on both. The corrected results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant vancomycin result.